Manufacturer narrative:
Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The pre-loaded dib00 model intraocular lens (iol) was implanted in the patient¿s ocular dexter (right eye). In a secondary surgical procedure, the iol was explanted due to complaints of dysphotopsia and replaced with a dcb00 22.5 diopter iol. During the lens exchange procedure, there was no patient injury, no medical intervention, and no surgical intervention. Patient prognosis post-lens exchange was reported as good. No further information is available.